Event description:
During an endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that the endoscope became difficult to remove due to the spraying caused by the inversion operation. This was due to sticky powder that had adhered to the endoscope [subject of report]. It was removed forcefully, but there was no damage. A section of the device did not remain inside the patient¿s body. It is unknown if the patient required any additional procedures due to this occurrence or if the patient did not experience any adverse effects due to this occurrence. Additional attempts to gather this information will be made.

Manufacturer narrative:
Additional information: section e phone: (B)(6). The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Manufacturer narrative:
Additional information: section e phone: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action (CAPA) has been initiated to further investigate powder adherence to the distal end of the scope. This device is within the scope of the CAPA. The event description references the device was sprayed during "the inversion operation" which may be interpreted as spraying in the retroflex position. The IFU states: "when spraying in retroflexed position, hemospray powder may adhere to the outside of the endoscope. This may result in difficulty repositioning/removing the endoscope, particularly if passing through a strictured area." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action (CAPA) was initiated to further investigate powder adherence to the distal end of the scope. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.